Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after a venaseal procedure, an adverse reaction occurred along the treated great saphenous vein in the right mid segment. The patient experienced hypersensitivity, skin inflammation, skin irritation, and itching. The onset of symptoms was between 2 and 14 days after the procedure, and the reaction occurred along the treated vein, more than 5cm from the access site. Only one leg was treated. This was an initial reaction event. The blue introducer was used. There was no challenges or deviations related to location of catheter tip prior to initial delivery of adhesive. The catheter tip was positioned 7cm caudal to the saphenofemoral junction instead of the standard 5cm. Medical intervention with prescription steroid medication was attempted, but there was a lack of response. Surgical intervention was then performed, and the treated vein was explanted. The issue was reported as resolved as of (B)(6) 2025.